Event description:
On 21-nov-2023, the following information was provided to kci by the nurse: the v.a.c.ulta¿ therapy system allegedly did not alarm when the dressing was not intact, resulting in a medical injury. On 05-dec-2023, the following information was provided to kci by the nurse: the dressing was not intact, and the v.a.c.ulta¿ therapy did not alarm. Because of this, the patient's coccyx wound was exposed to urine and stool allegedly resulting in an infection. The infection was treated with intravenous vancomycin. The patient has since recovered and v.a.c.® therapy has been restarted. On 24-oct-2023, the device was tested per quality control procedure by a kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2023, the device was placed with the patient. On 25-nov-2023, the device was tested per quality control procedure by a kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection requiring medication is related to the v.a.c.ulta¿ therapy system. The device met specifications before and after patient placement. Device labeling, available in print and online, states: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart therapy; or apply an alternative dressing at the direction of the treating clinician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area untreated or inadequately treated infection inadequate hemostasis of the incision cellulitis of the incision area infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals for the v.a.c.ulta¿ therapy system. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and / or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension, or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact a physician immediately to determine if v.a.c.® therapy should be discontinued. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.